Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter has a ¿not enough blood¿ issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient manages his diabetes with oral medication, diet, and/or exercise. Since (B)(6) 2014, the patient took less food/drink to manage his diabetes. The reported meter issue began on (B)(6) 2014, at 2 pm, while he required insulin treatment at the ER. His blood glucose ¿stayed steady¿ while he tested on the ER meter between (B)(6) 2014. The patient did not develop any symptoms as a result of the product issue. The ¿not enough blood¿ issue was not resolved with training. This complaint is being reported because the patient required insulin intervention while he managed his diabetes with the lfs product. The lfs products were replaced and requested back for investigation.